Event description:
It was reported that the device was in use for infusion of veletri. The reporter stated the device leaked during infusion. No adverse effects to patient reported. .

Manufacturer narrative:
Cadd extension sets returned for analysis. The returned samples consist of twenty extension set products with p/n 21-7106-24 from l/n 3607913 and the samples were received in unused conditions and with their original unopened packaging. The samples were visually inspected at a distance of 12" to 24" under normal conditions of illumination and no discrepancies were found. Functional leak testing was performed using hydrostat vessel and no leaks were detected. Per previous complaint, a review of the manufacturing process for p/n 21-7106-24 l/n 3733172 was conducted in order to verify that there are no situations or practices that could create the event as described in "description of non-conformance". During inspection prior to packaging, a sample of 32 units was taken in order to verify that all bonds were properly bonded; no discrepancies were found. No root cause was determined since the complaint was not confirmed. No corrective actions required since the complaint was not confirmed.